Manufacturer narrative:
A cd copy of the system backup intermittently cannot be performed on the architect system software version 2.6 when using maintenance and diagnostic procedure (m&d) 6004: copy backup software. It was determined that m&d 6004 causes the issue, because it generates a complex dos command through the system_command interface provided in the cli domain. When the procedure queries the software to find the drive at which the backup was saved to, an issue occurs in the response back to the procedure. An action plan includes an update to the m&d 6004 to hardcode the path to be used for backups. This will prevent this failure from happening in the future. This is a final report.

Event description:
The customer stated that they are unable to copy saved software backup to cd on architect c8000 after a new software version (v2.60) was loaded. There was no impact to pt management reported.